Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm. Customer was unable to clear the alarm by changing the insulin, tubing, reservoir, and the battery. Customer's blood glucose was around 275 mg/dl to 600 mg/dl. Customer was able to resolve the issue by an infusion set change. Customer declined to troubleshoot. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.